Manufacturer narrative:
Additional information was received on august 29, 2017 the investigation results of the provided information were available. An issue evaluation was required. No trend was then identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that the patient underwent primary tha surgery with durom - metasul ldh, on (B)(6) 2008 and later on (B)(6) 2016 patient underwent a revision surgery due to pain and metallosis. Metasul head and head adaptor were revised. Durom cup was retained. Review of received data - photos of the explanted metasul ldh and head adapter is received for review. Slight black spots are visible on the inner surface of the head adapter which might indicate corrosion. Scratches are observed on the outer surface of the head which could be possibly linked to wear. However, these statements cannot be relied on as the products were not received for the investigation. Primary surgery dated (B)(6) 2008: pre-op diagnosis: osteoarthritis of right hip and obesity operation: zimmer implants were implanted without any observed problem during the surgery. Revision surgery report dated (B)(6) 2016: pre-op diagnosis: failed right tha secondary to metal on metal articulation with associated metallosis procedure: revision from mom to a pe on metal articulation history: patient has been having increasing pain over the last years. She was treated with multiple nonsteroidal anti-inflammatory medications. She did lab work showing high levels of metal in her system findings: thick scar tissue formation around the iliotibial band, as well as into the gluteus maximus. Trunnion of the head was in good condition without any significant corrosion. Acetabular fixation was found to be firmly fixed on x-ray and also during the operation. Stem found to be firmly fixed, no signs of loosening. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Conclusion summary for the investigation of the case only the surgical reports and photos of the explanted items were received. Revision surgery report dated (B)(6) 2016 stated that according to the lab results patient has high level of metal in her body. Based on the available information further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. The issue evaluation has been concluded and the issue has already been investigated and no further actions, or further investigation deemed necessary. Therefore, no further systematic assessment is required. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. Surgical reports and pictures were provided for review. Where lot number were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a metasul ldh, head, 44, code j, taper 18/20 on the right side on (B)(6) 2008. It was reported a revision surgery was performed on (B)(6) 2016 due to pain and metallosis. The metasul head and the head adaptor were removed and replaced to pe liner. The durom cup was retained.